Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device started running then stopped and made unusual noise. Therefore, the reported condition was confirmed. It was further determined that the trigger was jammed, mode switch was loose, electric motor and electronic control unit did not function properly, and the trigger components were worn. The assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reamer/drill device stopped working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the planned surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.